Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the faulty printed circuit board was a result of a failure to the operational amplifier. There has since been a design change to the operational amplifier circuit to prevent reoccurrence.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the device was found with a new power switch. A faulty ap and dr patient board set were found during the electronic components inspection. There was no image with when 180 scopes are connected to it. No other issues were reported. If additional information is obtained a supplemental report will be filed

Event description:
A user facility reported image problems with the video connector on a video system center. It was reported that they were getting a black screen during a procedure. No patient harm or injury was reported. No additional information has been obtained.